Event description:
It was reported that after a sleeve gastrectomy procedure, after using the device, one patient had a post-op drop of heart beat and a CT showed a large hematoma next to the staple line. The patient status is unknown. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was anything unusual noticed during the initial procedure? Was a ees representative present during the initial procedure? Was the customer trained on using the psee60a? At what day after the original procedure was the CT scan performed? How was the hematoma treated? (B)(4) 2015:additional information received per sales rep:: I can answer some but not all: I was there they were trained the endocutter fired correctly but there was staple line bleeding which was clipped, it was dry at the end of the procedure I¿ll get you the rest when I speak to him tomorrow. The following information was requested, but unavailable: additional information requested: was anything unusual noticed during the initial procedure? Was a ees representative present during the initial procedure? Was the customer trained on using the psee60a? At what day after the original procedure was the CT scan performed? How was the hematoma treated?